Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the patient was first implanted in 2009 to treat l-s rachis stenosis. Revision surgery was performed in the beginning of (B)(6) 2011 due to a spondylodiscitis after vertebral arthrodesis. No direct connection has been made between the patients condition and the implanted devices. Depuy spine has requested additional information/clarification concerning this event. However, it is not known whether the information will be provided.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. As reported on the initial medwatch report, no direct connection has been made between the patients condition and the implanted devices. At this time, the complaint is considered to be closed. It will be reopened if/when the device is returned for evaluation.

Manufacturer narrative:
(B)(4).examination of the returned devices found no anomalies. Reviews of the device history records found no discrepancies. As indicated in the follow up# 1 medwatch report, no direct connection has been made by the affiliate between the patients conditoin and the implanted devices. No conclusions can be made.at this time, the complaint is considered to be closed.